Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was performed for provided lot number 274431. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, six photo and 306 physical samples were received for evaluation by our quality team. The 6 photos show plunger rod damage. Pertaining to the 306 samples provided, 50 random samples were visually inspected and they have the plunger rod damaged; similar damage to the one shown in the photos. The cause for this defect could have resulted during the plunger rod -rubber stopper assembly process where a jam may have occurred, inducing the damages. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. It could have happened that a jam occurred at the plunger rod-rubber stopper assembly process inducing the damages shown in the photos provided.

Event description:
It was reported that 306 830 slip tip syringes bulk non-sterile (225/ca) experienced broken/damaged plunger rods. The following information was provided by the initial reporter: heads-up report regarding a report created today due to broken syringe, p/n: tfx-20016 / 30ml syringe non-printed, lot # 0274431. The broken condition mainly in the top of the plunger rod. So far, we have found 306 ea. As defective segregated from different boxes.